Event description:
It was reported that a revision surgery occurred due to a variable angle distal femur plate failure that was revised to an intramedullary nailing. On an unknown date in 2014, the patient underwent a distal plating procedure to fix an extra-articular left femur fracture. The patient was implanted with one unknown 12-hole plate and about ten unknown screws. Two to three weeks after the implant, the patient returned for a planned follow-up evaluation. From x-rays, the plate was determined to be bent. A revision surgery took place on (B)(6) 2014. The plate and all of the screws were explanted successfully. There were no issues reported with the screws. It was noted that the plate was bent and cracked. The revision procedure was completed successfully and an intramedullary nail was successfully implanted to secure the fracture. No further patient harm or fragmenting was reported. No surgical delay was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: 2014, month and date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.